Manufacturer narrative:
Physio-control evaluated the customer's device and verified that the critical code was logged in the device's memory. Physio replaced the main keypad and performed repairs related to the customer's reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the critical code was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance.  When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed a critical error code logged in the device's memory indicating that defibrillation therapy may be unavailable, if it was needed.